Event description:
Following a sternotomy, pt developed an infection requiring surgery. Cultures taken found the infection to be staph. The doctor is still using the product, but limiting use to exclude elderly and diabetic pts. The MFR believes factors unrelated to the performance of the actual device itself, may have contributed to the incident.